Event description:
During an in-clinic follow-up, it was not possible to interrogate the device, and it was no longer pacing the patient. The suspected cause of the event is due to premature battery depletion, although not confirmed. The device was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The events of no lv output and failure to interrogate were reported to abbott and confirmed, however premature discharge of battery was not confirmed. The device had no telemetry, and battery above elective replacement indicator (eri) level upon receipt. Device image could not be saved due to loss of telemetry. Analysis performed after cutting open the device and further testing of internal components indicated an anomalous integrated circuit (ic), consistent with the reported events. Longevity assessment was performed and the device was in normal range of operation with appropriate remaining longevity.